Event description:
Option study: it was reported the device did not seal. Prior to the index procedure aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 21.9 mm. After the implant apixaban was continued. The subject was discharged on the same day. On (B)(6) 2021, 81 days post index procedure, the three-month follow-up transesophageal echo (tee) evaluation revealed an incomplete laa seal with jet size greater than 5mm. The size of the largest residual jet around device was reported as 5.3mm. The approximate angle of the jet was 90 degree. The subject will continue on oral anticoagulants and a computed tomography (CT) scan will be scheduled in (B)(6) 2021. It was further reported the patient was on apixaban and aspirin prior to consent and screening of the study. The patient continued apixaban and aspirin after the implant.

Event description:
Option study. It was reported the device did not seal. Prior to the index procedure aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 21.9 mm. After the implant apixaban was continued. The subject was discharged on the same day. On (B)(6) 2021, 81 days post index procedure, the three-month follow-up transesophageal echo (tee) evaluation revealed an incomplete laa seal with jet size greater than 5mm. The size of the largest residual jet around device was reported as 5.3mm. The approximate angle of the jet was 90 degree. The subject will continue on oral anticoagulants and a computed tomography (CT) scan will be scheduled in (B)(6) 2021. It was further reported the patient was on apixaban and aspirin prior to consent and screening of the study. The patient continued apixaban and aspirin after the implant. It was further reported that 306 days post index procedure during the 12 month follow up visit, the laa seal was complete and the event was resolved.

Event description:
(B)(6) study. It was reported the device did not seal. Prior to the index procedure aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 21.9 mm. After the implant apixaban was continued. The subject was discharged the same day. On (B)(6) 2021, 81 days post index procedure, the three-month follow-up transesophageal echo (tee) evaluation revealed an incomplete laa seal with jet size greater than 5mm. The size of the largest residual jet around device was reported as 5.3mm. The approximate angle of the jet was 90 degree. The subject will continue on oral anticoagulants and a computed tomography (CT) scan will be scheduled in (B)(6) 2021.